Manufacturer narrative:
Alarm 20 was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified. Fill estimate issues the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred and the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 250 mg/dl.